Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the device not working/return of symptoms were the batteries were dead. It was reported they changed the batteries, but could never really tell the difference. It was reported that they felt a small stimulation by adjusting to 0.4, but they still didn't know the purpose/not feeling anything after (B)(6). It didn't last. They further reported their pain is not unbearable, just uncomfortable.

Manufacturer narrative:
Date is approximate. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated the device was not working because they were losing urine and bowels all the time in their underwear. Patient attempted to use the patient programmer prior to calling, but the screen was blank. Patient was using (B)(6) high energy batteries in their patient programmer and hadn't yet attempted replacing batteries. Patient was going to get new batteries for their programmer and call back. Patient reported a return of symptoms, they were having to go to the bathroom as much as before, but even more with the bowels. The stated they couldn't feel bowels in their stomach anymore, but could feel wet on their behind. Patient reported the device never really worked for them. Patient then stated they thought it worked in the beginning, but then the device just stopped working for their symptoms. Additional information was received. The patient reported they sometimes felt pain with the ins. Caller reported they felt pain when they laid on the ins for too long. Caller also mentioned they had bumped the ins and fell. Patient was redirected to their healthcare provider to follow-up. Caller mentioned the batteries were dead in their controller, they called back to do some troubleshooting because the ins was not helping them. Patient was walked through increasing stimulation from program 4 at 0.0v to program 4 to 0.4v. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.